Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After an unspecified guidewire crossed the lesion, dilation was performed with 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.